Event description:
During the review of the (B)(6) 2013 clinic notes, it was observed that the patient has sleep apnea. The relationship of the sleep apnea and vns therapy is not known at this time. As the clinic notes state that the patient had a past history of sleep apnea, it is unknown when the sleep apnea was first observed. Attempts will be made for additional information. No additional information has been provided to date.